Event description:
Physician was using the custom spine pack by o&m on her case (posterior thoracic fusion). During the procedure, the suction tubing that comes in the custom spine pack collapsed and was unusable. While the suction tubing was collapsed, the patient continued to have persistent bleeding, which was not able to be controlled with suction. Physician instructed the rn to open new suction tubing immediately. Rnslc called to the or (operating room) and discussed with surgeon. Physician requested that safety report be completed to alert the team of the risk to patient safety. Per surgeon request, I will be adding two additional suction tubing packs to each of her preference cards until the issue can be resolved with the custom packs. Moving forward, physician will not use the suction tubing in the custom packs from o&m due to the risk of collapse and inability to control patient bleeding.